Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The r-wave sensing was also noted to have decreased. Reprogramming was performed, but did not resolve the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.